Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that there was a pocket erosion and the leads were visible outside of the skin. The entire implantable cardioverter defibrillator system was explanted and replaced due to an infection. The patient was stable throughout the procedure.